Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a fatal error message. This error resulted in a loss of functionality and required a system reboot to regain system functionality. There is no report of injury or death associated with this event.